Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had motor error. The customer blood glucose level was 434 mg/dl at the time of incident. The customer also stated that insulin pump had random no delivery alarm. Customer reported that the drive support cap appears normal. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The customer declined troubleshooting for the issue. The insulin pump will be returned for analysis.